Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings and stopper groove for defects and none were found. Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Event description:
It was reported that the reservoir leaked. The blood glucose reading is 334 mg/dl. Customer treated with manual injection. The reservoir leaked inside the reservoir compartment. The leak is past the second o-ring. Customer stated that it looks like there is a dent in the o-ring on reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.